Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a damaged cable by the carousel pinion after replacing a lamp on the architect c8000 processing module. No injury to the user was reported. No impact to patient management was reported.

Event description:
The customer observed a damaged cable by the carousel pinion after replacing a lamp on the architect c8000 processing module. No injury to the user was reported. No impact to patient management was reported.

Manufacturer narrative:
The customer was replacing the source lamp due to the architect c8000, serial number (B)(6) generating error code 6506. When the source lamp was removed, the customer discovered that the cable of the source lamp was damaged. There were no visible signs of smoke seen, no odor or burning observed, no impact to patient management, user safety, or facility damage reported. There were no injuries reported. The source lamp was replaced resolving the issue. Pictures were provided depicting the charred cable for the source lamp. Return testing was not completed as returns were not available. An instrument service history review revealed no additional issues of damage to parts reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c8000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the source lamp did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6), or the source lamp was identified.